Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: material 300865, lot 2412015. ¿I opened a pack of bd plastipak 50 ml ll syringes and was unpleasantly surprised to find a syringe with a greasy feel. Looking at the syringe more closely, we saw a viscous, translucent substance inside the pump barrel. This has already happened twice in the department, and the syringes come from the same batch.¿

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2412015 and were found to be within specification. The sample underwent these same tests and was found to be above specified limits. A device history review was performed for reported lot 2412015, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time, although we can confirm it occurred during the manufacturing process. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information